Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of : 184 mg/dl and hypoglycemia with blood glucose value : 160 mg/dl. Hyperglycemia was treated with insulin pump (subcutaneous insulin infusion), hypoglycemia was treated by discontinue use of insulin delivery system. The customer reported the following led up to the event: elevated blood glucose document treatment for high blood glucose: - pump therapy - continuous glucose monitoring on manual mode. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-242a. Troubleshooting was performed and found that customer thought it would suddenly bring low if basal continues to deliver: pump suspended from 12:11 pm till 2:23 pm. The customer was not using the insulin pump system within 48 hours of the reported event. Customer reported high bgs. The customer has not been using the insulin pump system within 48hrs of reported high bg event. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. The blood glucose value was 160 mg/dl and the sensor glucose value was 112mg/dl at the time of the event. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Low limit in the sensor settings: 90mg/dl. Advised to wait at least an hour and if blood glucose was stable to calibrate. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a. The customer will continue using the insulin pump. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.